Event description:
The customer contacted stryker to report that their device was not connecting properly to the patient through the defibrillation therapy electrodes. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A clinical review was performed and it was determined that it is unknown if the device caused or contributed to the reported outcome. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Stryker further evaluated the device and the reported issue could not be verified or duplicated. The cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not connecting properly to the patient through the defibrillation therapy electrodes. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The patient associated with the reported event did not survive.